Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no kinks and no other anomalies noted the device. On the functional evaluation of the device, the guide wire lumen was flushed, and an in-house guide was inserted without any issue. Then the balloon tried to inflate with the in-house presto device, upon inflation water were leaking from the balloon. Upon removing the fibers, a rupture was noted. On microscopic observation it was noted a pin hole rupture on the balloon. Therefore, the investigation has confirmed for reported balloon rupture as a pin hole balloon rupture were noted when the balloon attempt to inflate and water leaks from the rupture. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through a calcified svc, the balloon allegedly burst. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a procedure through a calcified svc, the balloon allegedly burst. There was no reported patient injury.